Event description:
The rep reported that the 977a290 leads were never implanted on (B)(6) 2023, they were attempted, but not used for implant. On (B)(6) 2023 the rep reported the 75 cm leads were implanted after difficulty due to scar tissue along epidural track. They were both to the right. Patient was getting strong stim on the right side and it was uncomfortable so hcp decided to revise/replace them. Impedances were normal on the explanted leads and hcp refused return of leads. The other 3 leads were never implanted. They were 90 cm leads and hcp had difficulty time maneuvering them due to extra length and scar tissue. They were discarded and hcp used 75 cm leads instead.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), product type lead, product ID 977a290, serial# (B)(6), product type lead product ID 977a290, serial# (B)(6), product type lead, product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead, product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had cervical leads implanted high at c1/c2 on (B)(6) 2023 after successful trial. Dr. (B)(6) had great difficulty with implant due to scar tissue and both leads were veering right so he did the best he could and anchored them. Patient complained 4 days post op that leads were causing right neck pain that was very uncomfortable so dr. (B)(6) did a lead revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead, product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-feb-2027, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 14-feb-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.